Manufacturer narrative:
Received one ias8-100lp in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The device was received with the rubber seal disconnected from the sound cap. While a root cause could not be specifically identified, based on the photos, a likely cause for the failure was the application of excessive force during use as robots are not supposed to be used with the trocar. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the ias8-100lp, airseal 8/100mm port device was being used during a robotic assisted paraesophageal hernia procedure on approximately (B)(6) 2023date when it was reported ¿when inserting the device into the patient the unit fell apart.¿ there was no report of medical intervention or extended hospitalization for the patient. This report is being raised on the reported injury due to patient possibly retaining a foreign object.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the ias8-100lp, airseal 8/100mm port device was being used during a robotic assisted paraesophageal hernia procedure on approximately (B)(6) 2023 date when it was reported ¿when inserting the device into the patient the unit fell apart.¿. There was no report of medical intervention or extended hospitalization for the patient. This report is being raised on the reported injury due to patient possibly retaining a foreign object.